Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed cuts into the insulation 15cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. Furthermore, the lead body was found squeezed and deformed 14cm distal to the is-1 connector pin, which probably resulted from a tight suture sleeve. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this ra lead was explanted due to dislodgement. Upon opening the pocket and examining the leads, it was observed that the lead suture had moved from the suture sleeve and was observed to be directly around the lead, causing dents in the insulation. The lead was electrically normal. No adverse patient events were reported. Should additional information become available, this file will be updated.